Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced a cracked touchscreen, with the top half not accepting input, which prevented a supply change; the screen still powered on and the serial number was provided, and no injury occurred, consistent with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the patient switched to backup therapy while maintaining blood glucose with cgm use. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with the touchscreen fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.